Event description:
It was reported that the cardiosave intra aortic balloon pump (iabp) had horizontal and vertical lines visible across the top screen. There were no patient harm or injury was reported.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
N/a.

Manufacturer narrative:
After further review it was determined that this display did not affect the normal functionality of the device, all patient parameters where visible. Hence this event is not reportable and follow up report is not necessary.